Manufacturer narrative:
A patient experienced an adverse event of intraarticular leakage in the medial tibial plateau during the initial subchondroplasty (scp) procedure on (B)(6) 2019. A medial partial meniscectomy and debridement were performed concomitantly. The case proceeded as normal but extravasation was observed post accufill injection. The surgeon observed the presence of accufill in the joint space as was able to remove it with lavage and debridement under scope visualization. All extravasated accufill was removed from the joint space. Surgical notes indicate that the case was completed as anticipated with less than 10 minutes impact on overall surgery, and the patient was transported to the recovery room stable. The patient is retained in the study and will continue to be monitored. The DHR for the lot in question was reviewed, and no anomalies related to the complaint condition were noted. The product was not returned for evaluation, as it remains implanted.

Event description:
Clinical study subject (B)(6) experienced intra-articular leakage of accufill in the medial tibial plateau.

Manufacturer narrative:
A patient experienced an adverse event of intraarticular leakage in the medial tibial plateau during the initial subchondroplasty (scp) procedure. Treatment involved port injection scope lavaged and debrided with no residual accufill in the joint space. It was reported this event was possibly related to the subchondroplasty study procedure and possibly related to the accufill implant. This complaint is being treated as a serious injury and will be investigated further. The device cannot be returned for investigation since it remains implanted. As additional information about the event is reported, a supplemental report will be submitted with any additional findings.

Event description:
Clinical study subject (B)(6) experienced intra-articular leakage of accufill in the medial tibial plateau.